Manufacturer narrative:
(B)(4). Batch # u5c113. (B)(4). Additional information was requested and the following was provided: could you please clarify if there were any patient consequences? Unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?- unknown. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. During further evaluation, the device and the closing trigger were noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor, shaft and handles. Due to the returned condition of the device no functional could not be performed. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a lap lar procedure . The surgery was a ultra low procedure. So he had to use two reload for resection. Surgeon fired gst60g first one with plee60a gun. While trying to fire the second , the closing trigger got struck and he couldn't initiate the firing. He had to pull out the manual override to release the jaws. No patient consequences reported. No further information is available.